Manufacturer narrative:
MFR date is not available as no lot number was provided. The device has not been returned to the MFR.

Event description:
A medtronic rep reported that the site reported that the spine clamp was not able to be secured tightly and it was stripping. There was no pt present.